Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 2.2 failed. The field service engineer shutdown and restarted station to resolve the issue. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was not detected on bus. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.